Event description:
Info received indicates the ground resistance reading is high due to a loose ground pin on the power cord.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.